Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information is limited to the correction of device bard/davol ventrio as originally reported. The new device reported is the bard/davol ventrio st. As previously reported, at this time no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol ventrio st used to treat the patient. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on 08/16/2018: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ aug 2018 addendum based on additional information provided by the patient¿s attorney. This addendum reports the device as bard/davol ventrio st. This is updated from the original report of a bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum #1: this is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information is limited to the correction of device bard/davol ventrio as originally reported. The new device reported is the bard/davol ventrio st. As previously reported, at this time no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol ventrio st used to treat the patient. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time.information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. Updated fields: b2, b5, d1, d4, g1, g4, g5, h2, h6 and h10. Addendum #2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no., UDI no.), d6b (date of explant), g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per op notes, ¿a iarge ventrio st (device #1) piaced into the abdominal cavity and secured to the anterior abdominal wall along the posterior rectus sheath using tacker.¿ (B)(6) 2017 ¿ patient was diagnosed with small bowel perforation; mesh infection thereby underwent open repair with the removal of mesh (device #1). Per op notes, ¿the mesh (device #1) was noticed with some infected fluid. Lysis of adhesions were done. The mesh (device #1) was removed in its entirety. Three small bowel perforations related to the mesh and the infection were resected and end to end anastomosis was done.¿ (B)(6) 2018 ¿ patient was diagnosed with chronically incarcerated recurrent ventral hernia thereby underwent open repair with the implant of bard soft mesh (device #2). Per op notes, ¿patient had a significant amount of abdominal adhesions of small bowel and omentum to the anterior abdominal wall. A synthetic mesh was placed into abdomen and secured using sutures. Then, bard soft mesh (device #2) was placed in onlay position and sutured.¿